Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent laryngectomy. Post-operatively, the device's cuff had air leakage during second day of insertion. The device was removed from the patient and re-cannulation was performed.